Event description:
Blade shedding and a leaking goo substance from the blade was left in the pt's joint. The surgeon was planning to perform another procedure when realizing these substances were left in the joint after taking an MRI. A second surgery was then performed to flush out the joint. An additional MRI is scheduled to determine if the joint is clear.

Manufacturer narrative:
Device was not returned for evaluation.